Event description:
A pt slipped off lift chair, no injury occurred.

Manufacturer narrative:
Examination: one bsq jib has been returned to gloucester for examination. The right hand side of the pick up cradle has been bent outwards. Observations: the jib cradle damage is identical to other field failures. Conclusion: the damage is considered to be due to operator error in that the persons using the hoist do not appreciate the function of the indexing mechanism. Corrective action: follow up action required with customer.